Manufacturer narrative:
The site was able to lubricate the pin that wouldn't spin and they don't need a replacement at this time. Therefore, the device has not been returned for further evaluation.

Event description:
A medtronic representative reported that the pad (precision aiming device) was damaged and would not tighten fully. They were performing a cranial biopsy and after locking trajectory couldn't get the needle to line up. They realized that the pad had moved at its center tightening point. They were able to move it back, re-lock trajectory, and complete the procedure. No harm to the patient.